Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 to 600 mg/dl at the time of incident. The current blood glucose level is 167 mg/dl. Customer did not provide any symptom and treatment regarding high blood glucose level. Customer declined troubleshooting for high blood glucose. Customer states insulin exited no alarms. The insulin pump will not be returned for analysis.